Manufacturer narrative:
Device used for treatment. We confirmed that the hand piece was not working properly. We put a pin where the drill bit goes and forced it back and forth (rotationally) until it loosened up. Now that it is loose, the hand piece functions properly. This indicates that there is and or was an issue within the motor. The cause of the failure is unknown. The DHR contained no issues with this hand piece. The part met all specification requirements per the synthes incoming final inspection, including 100% function checks (forward, fast forward, and reverse) and verification that the motor will not run when locking mechanism is in the locked position. The bpd hand piece was tested with an in-house battery. All three buttons (low-speed forward, high-speed forward, and reverse) functioned as intended when pushed. The device may not have worked in the cmf case if there was moisture on the hand piece at the battery connection due to the device being submerged in an aqueous solution. The battery powered driver users manual (j5594-d) advises against submerging power equipment for this reason. The design risk assessment was reviewed and was found to be adequate for the intended use. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
During a procedure, surgeon went to use the power driver (hand piece for battery) and it would not work. Multiple batteries were tried and the driver would not work. This was a first time use for the driver. Surgeon selected another driver, hand piece for battery, and complete the case. There was no time extension to the procedure.

Manufacturer narrative:
A review of synthes device history record, for p/n 05.000.008, lot# 004674, revealed the hand piece for battery powered driver was manufactured to revision "n" by triangle mfg co., inc. The part was processed per all specification requirements and confirmed to the synthes incoming final inspection sheet. Function checks including forward, fast forward, reverse, and verification that the motor will not run when locking mechanism is in the locked position, were all verified 100% and found to be conforming. There were no complaint-related anomalies, mrrs, or ncrs associated with this part. Triangle's certificate of compliance, dated (B)(4) 2012, indicates the correct material was used and met the required specifications and functions.